Event description:
The pt reported her ipg was inoperable and she was unable to establish communication between her ipg and external devices. Subsequently, the pt underwent surgical intervention approx a year ago, where her scs system was removed and replaced with a competitor's product.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.